Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly. Multiple follow up attempts were made to obtain additional information; however, no response was received from the customer.